Event description:
Related manufacturing reference number: 2017865-2024-61719. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient experienced atrial fibrillation and was cardioverted twice to resolve the arrhythmia. There was no allegation that the device triggered the cardioversion decision. It was then noted that the atrial lp exhibited an inappropriate reset after pairing the two lps. No additional intervention was necessary. The next day, it was noted that the atrial lp had no implant date, the battery was low and there were no longevity estimates. After entering the implant date, the battery level remained the same. On (B)(6) 2024, it was noted that the battery voltage had increased. No additional intervention was performed. The patient was stable.